Event description:
Customer reported set to be damaged/broken. Customer stated the following: chemo was used; y connector attached to pt. Blood noted to be backing up in the y. Rn attempted to flush y connector and water came out of the other side of the y which was where the water was coming out. Hospital reported "no consequences except y required changing; chemo was present in y but no chemo spill occurred." There was no pt harm and no medical intervention was required. Customer stated that no additional event or pt information provided by the user.

Manufacturer narrative:
(B)(4). The set has been received and an investigation is pending. A follow up report will be submitted once the investigation has been completed.